Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported leak was confirmed; however, the reported complaint of difficult to position could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. Resistance was felt during advancement of the 3.5 x 20 mm nc trek balloon catheter inside the guideliner microcatheter. The balloon catheter did not exit the tip of the microcatheter; therefore, did not go into the patient anatomy. Blood was seen coming back indicating that either the balloon or the shaft was damaged/torn by the resistance felt. The device was removed from the guideliner without issue. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.